Manufacturer narrative:
Reportable malfunction/near incident identified. Investigation in progress. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(4). This device case, which does not involve an adverse event, reported by a consumer, who contacted the company with a product complaint, concerns a patient of unknown gender, age or origin. The patient was taking an unspecified medication for treatment of an unknown indication. On (B)(6) 2010, the humapen memoir was reported to have no indication on display. On (B)(6) 2010, the device was returned and found to have missing segments on display. This humapen memoir is associated with pc (B)(4) and lot 0708c01. Training status, operator of the device, length of use of the device and device model were not provided. It was not reported if the patient would continue to use this device model.

Event description:
(B)(4). This device case, which does not involve an adverse event, reported by a consumer, who contacted the company with a product complaint, concerns a patient of unknown gender, age or origin. The patient was taking an unspecified medication for treatment of an unknown indication. On (B)(6) 2010, the humapen memoir was reported to have no indication on display. On (B)(6) 2010, the device was returned and found to have missing segments on display. This humapen memoir is associated with pc 1376630 and lot 0708c01. Training status, operator of the device, length of use of the device and device model were not provided. The humapen memoir was returned on (B)(4) 2010. The humapen memoir was not continued. Update (B)(4) 2010: additional information received on (B)(4) 2010, from the global product complaint database added the device specific safety summary, and the narrative and EU/ca fields were updated.

Manufacturer narrative:
New, updated and corrected information is referenced within the update statements. Please refer to update statement dated (B)(4) 2010. This report includes final evaluation findings. No additional information is expected. Evaluation summary the patient reported a blank memoir pen display. The device was returned for investigation (pen batch (B)(4), manufactured in august 2007). A detailed investigation found liquid ingress with a contributing factor of a cracked lcd cable. The liquid ingress caused corrosion in several locations. The liquid that caused the malfunction is unknown. The reportable malfunction missing dose number segments may result in an inaccurate dose of insulin. Malfunction confirmed. The user would typically be aware of missing dose number segments. When the pen is powered on, all segments of the display are illuminated to confirm proper function. The user manual instructs, 'if any part of the pen display is missing do not use pen. ' it further instructs that if the display is not working correctly to 'contact lilly at xxx-xxx-xxxx or your healthcare professional.' Corrective action cracked lcd cable. Work instructions were updated and training was provided for handling the lcd cable during assembly. Corrective action, liquid ingress: a corrective action has been initiated to redesign the flexible circuit board to improve the protection of the electronic connections. Improper use and storage - the type of liquid in the pen is unknown. Therefore, the malfunction cannot be attributed to improper use or storage.